Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(6): as product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: fy-60ad). The exact root cause is not determined. Unique device identifier (UDI) number has been added. Correction from (B)(6) 2014.

Event description:
The haptic broke off upon insertion of lens into patient's eye. Lens had to be explanted.

Event description:
Haptic broke off upon insertion of lens into pts eye. Lens had to be explanted.